Event description:
It is reported that a customer received a blank display screen on their insulin pump. The patient's blood glucose level was at 249 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents are within specification. The off no power alarm functioned properly. There was no blank display noted. There was no damage found on the c13 or lcd isolation tape noted. There was no battery out limit alarm noted. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.